Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped form 50% to 5% while connected to a non-tandem power source. The customer connected the pump to a different usb cable and wall adapter and was able to successfully charge the pump. The customer stated their blood glucose (bg) level was elevated (256 mg/dl) due to being disconnected from the pump to shower after consuming carbohydrate. A bolus via the pump was delivered to address bg level. During a follow up, the customer stated they were no longer experiencing battery issues and the customer did not wish to troubleshoot further. Reportedly the customer will continue to use the pump for insulin therapy and monitor the battery.